Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high results with the subject meter compared to another device performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.